Event description:
The caller reported the cuffs on seven tracheostomy tubes developed leaks. All tracheostomy tubes had pre-tested cuffs inflated to different pressures depending on the patient. The leaks developed between 1 day and 2 weeks into use. The tracheostomy tubes are routinely changed monthly, but none of these re intubations occurred on routine change. The tracheostomy tubes were all disposed of and no lot numbers are available. Associated reports: 2936999-2009-00560, 2936999-2009-00561, 2936999-2009-00562, 2936999-2009-00563, 2936999-2009-00564, 2936999-2009-00566.